Event description:
The patient was admitted to the hospital after two ineffective shocks. Subsequently, the patient experienced dizziness and the patient was hospitalized. The arrythmia eventually self-terminated. Ventricular fibrillation was induced, and adequate shock was delivered. The device was reprogrammed to resolve this event. The patient was stable.